Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) via a device manufacture representative regarding a hcp that was attempting to refill an unknown patient's pump 8 to 10 years ago and something happened with the needle from the refill kit. The hcp ended up using a different needle. The needle was not from a refill kit and it was not compatible with the pump septum. The hcp was unable to refill through the septum and the hcp injected through the side port (catheter access port). This resulted in the patient receiving an 18ml bolus of an unknown drug. The patient "coded", 911 was called, and the patient was brought to the hospital. The patient outcome was unknown. It was noted that the hcp must have had poor training, and that it was "dumb" to attempt to refill though the "side port". Additional information has been requested regarding the patient's information, medical history, oral medications, outcome, medication in the device at the time of the event, and the device information, but was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.